Event description:
During the treatment of an in-stent restenosed lesion in the protected left main, the physician felt resistance as he was re-positioning the cutting balloon catheter. The physician determined that the cutting balloon was lodged in the stent and attempted to dislodge the catheter from the stent, to no avail. Physician then used aggressive force to dislodge the catheter, causing the catheter to separate and leave a portion of the distal catheter stuck in the stent. The pt was taken to the or for by-pass surgery. Still unable to remove the lodged catheter from the stent, the physician decided to trim the excess catheter as close to the left main as possible. The by-pass was completed with no further incident. The pt remains in stable condition.